Manufacturer narrative:
Event: updated with additional information. Lot number recorded. Implant date recorded.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. There was leak in the aus system due to a break in the pump tubing. The existing aus was explanted and replaced with a new aus. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis. Further information was received detailing the implant date of the explanted aus, as well as the lot numbers of the explanted components.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. There was leak in the aus system due to a break in the pump tubing. The existing aus was explanted and replaced with a new aus. The patient was reported to be doing well after the procedure. The explanted aus is expected to be returned. A supplemental report will be filed upon completion of the product analysis.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to recurring incontinence. There was leak in the aus system due to a break in the pump tubing. The existing aus was explanted and replaced with a new aus. The patient was reported to be doing well after the procedure. The explanted aus was returned and analyzed.

Manufacturer narrative:
Investigation results cuff: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Balloon: the complaint component was returned and analyzed, and the reported allegation of fluid loss was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Pump: the complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. There was a leak in the kink resistant tubing at the pump strain relief junction due to fatigue. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process.